Event description:
The customer contact reported a nondelivery. The pump was programmed in an unspecified mode to deliver unspecified concentrations of lasix and albumin at a rate of 100ml/hr with a 100ml volume to be infused. Approximately one hour after the delivery was initiated, the nurse noticed that the display indicated the pump was infusing; however, no medication had infused. The pump was removed from clinical service. Therapy was resumed using a replacement pump. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device passed testing for delivery accuracy. A calibrated set was used for testing per the device release specifications.